Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Medical surveillance has reviewed the product analysis and has determined that there is no new information in this complaint.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump had a casing/condition issue (moisture ingress) issue with moisture behind the display. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, a leak test revealed moisture leakage at the display lens. There was evidence of moisture inside the pump. Unrelated to the original complaint, the up arrow button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast and up arrow buttons.